Manufacturer narrative:
Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s age/date of birth and weight are unknown. Date of postoperative nail breakage is unknown. This report is for one (1) unknown tfna nail (11mm). Part and lot numbers are unknown. Without the part and lot number, the UDI number is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. The (510k): unknown, as specific part and lot numbers for tfna nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to a broken trochanteric fixation nail-advanced (tfna) proximal femoral nail (11mm). The patient was originally implanted with tfna on an unknown date. Post-operatively on an unknown date the tfna nail broke. It is unknown how the device failure was detected or if the patient had pain associated with this event or if there were contributing factors leading up to device failure. During the revision, the alleged tfna nail was easily removed and all fragments were retrieved. The unknown helical blade and unknown locking screw were removed, whole and intact. The procedure was successfully completed. There was no surgical delay reported. No patient harm was reported. The patient received new hardware during the revision (manufacturer unknown). No information was provided on the patient outcome. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown tfna nail (11mm). (B)(4).